Event description:
The customer reported being hospitalized due to low blood glucose of 20mg/dl. The caller stated that the doctor does not know why her blood glucose went low. The customer stated that the doctor advised her not to use the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.